Event description:
The avanti sheath had a packaging issue. The packaging was broken before being opened. The seal of the inner product pouch was open. The product will be returned for analysis.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.